Manufacturer narrative:
The bhcg sample was collected in a 13x100mm nahep plasma tube with a gel separator and centrifuged for six minutes in a swinging bucket instrument at room temperature. According to the customer supplied qc charts, both levels of bhcg qc were within the customer's established ranges prior to and on the day of the event. A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse cleaned the wash tower nozzles for all of the reagent pipettors, the sample pipettor. Fse also cleaned all of the reagent pipettors and found a large fibrin/clot on the tip of the sample pipettor. The fse replaced the sample pipettor and all necessary alignments were performed. The fse performed a carryover test which passed within instrument specifications. Although service was dispatched and addressed a hardware issue, a definitive root cause had not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a false positive beta - human chorionic gonadotropin (bhcg) results above the normal reference range generated by the unicel dxi 600 access immunoassay system for one patient. Subsequent testing on an alternate instrument produced lower results within the normal reference range. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.